Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "foreign material came out of the distal cover" was confirmed - however, the foreign material was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The inspection method for the suggested event above is described as follows in the reprocessing manual "chapter 5 reprocessing the endoscope¿. The suggested phenomenon of "angulation did not work" was presumed to have been due to corrosion of the angulation mechanism which was further presumed to have caused the drive unit to stick and the angulation to stop moving. The inspection method for the second suggested event is described as follows in the operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope". It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited foreign objects in the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to corrosion on the angle mechanism, the bending section could not be controlled at all. Additional findings were as follows: due to a pinhole on the channel tube, water tightness was lost; adhesive on bending section cover (a-rubber) had a chip; up/down angulation lever plate was sticky; universal cord was sticky; light guide bundle was slipping down; due to damage, switch 1 did not work; bending section was broken; control unit was sticky due to water leakage; video connector was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.